Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a italy customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) device in use with iphone 8 ios operating system with an unknown version. A caller reported that the adc app was not obtaining measurements therefore, the customer was unable to share any data via the freestyle libre link app to their caregiver. It was further reported that a capillary test result of 300 mg/dl was obtained from an unspecified device. The customer was provided insulin (type/dose unknown) by their father for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An issue was reported with the abbott diabetes care (adc) device in use with iphone 8 ios operating system with an unknown version. A caller reported that the adc app was not obtaining measurements therefore, the customer was unable to share any data via the freestyle libre link app to their caregiver. It was further reported that a capillary test result of 300 mg/dl was obtained from an unspecified device. The customer was provided insulin (type/dose unknown) by their father for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed and there was no issue with the customer's reported application that would have led to the complaint. The user reported not receiving data on librelinkup from freestyle libre 2 app. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Thus this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.